Event description:
One patient with discrepant ckmb results. Initial result 3 ng/ml, repeat result 4 ng/ml. Initial result was not reported. Field service rep determined root cause was a defective measuring cell and replaced the measuring cell. Performance tests were performed and were within specification.